Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient exhibited left sided weakness. Immediate head computed tomography (CT) revealed right frontal subdural hematoma and waiting for neuro recommendations. The patient was seen by neurologist and found not to be a surgical candidate. Warfarin was held once a day with a lower international normalized ratio (inr) target. The patient was stable, alert and oriented. Plan was to decrease inr goal to 1.8-2.2.